Event description:
As per: (B)(4). 'Early failure of a ceramic-on-metal total hip arthroplasty. A case report.' Allegedly a woman ((B)(6) at primary) revised 15 months post-op. Pt. Had groin/thigh pain and instability 8 mths post-op, then suffered anterior dislocation (treated with closed reduction). MRI showed signs of alval bursitis, synovitis, effusion, inflammation. All components revised, alval confirmed. Pt. Initially implanted with dynasty ceramic-on-metal articulation, ti mod neck, cementless profemur stem (brand not specified, possibly renaissance or lx). Articulation used not indicated for us in the us (ceramic head on metal liner). Authors' wear analysis showed edge-loading wear on cocr liner, no wear on ceramic head.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01265, 01266, 01267, 01269.